Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: guidewire product ID: non-medtronic product product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that via an angiogram, stenosis was observed in the ramus circumflexus and left circumflex artery. The coronary spasm was also resolved by the administering of nitroglycerin.

Manufacturer narrative:
Continuation of d10: product ID: 10fcc13 product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively after pulsed field ablation procedure, st elevation was observed. Coronary angiography was per formed. A spasm was confirmed in the right and left circumflex arteries. Nitroglycerin was administered via peripheral and coronary arteries, which resolved the st elevation. No further patient complications have been reported as a result of this event. The case was completed with pulsed field ablation.